Event description:
It was reported the pt experiences sciatic pain at the ipg site due to the location. Surgical intervention is planned to address the issue.

Manufacturer narrative:
This model number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.